Event description:
The customer reported that the battery is not being charged. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by the philip's distributor, who determined that the customer was using a non-philips power cord which was defective. This resulted in the failure to charge the battery. Replacing the defective non-philips power cord with a philips power cord resolved the issue. The device was returned to the customer site after passing all required testing. There was no malfunction of the philips device.